Manufacturer narrative:
Customer site investigation is ongoing and olympus (B)(4) is arranging to send a trained inspector onsite to perform the customer's requested inspection of their devices. The device has not been returned for evaluation. If additional information becomes available following device evaluation and investigation a supplemental report will be filed.

Event description:
It was reported that after a lapascropic cholecystectomy procedure was performed and completed (initial surgery performed on (B)(6) 2019), the patient returned and complained of pain around a month later. The patient had an x-ray and a foreign object was identified. Follow up surgery was performed on the patient on (B)(6) 2019. The foreign device part was removed through lapascropic procedure. This complaint is against the shaft device used during the initial procedure and this is one of the devices that the customer believes that was found in the patient. The facility requested manufacturers of all devices potentially involved in the original procedure to inspect their devices.